Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01339. It was reported that the patient experienced an infection. The patient had an echocardiogram test, which suggested a possible vegetation. Positive blood culture was also noted with the device. The implantable cardioverter-defibrillator was explanted and replaced on (B)(6) 2019. The patient was stable.